Manufacturer narrative:
Background information: quickie 2 owner's manual, rev. G states: "unauthorized modifications and use of parts or accessories not supplied or approved by sunrise medical may change the chair structure. This will void the warranty and may cause a safety hazard. If the warning is ignored, damage to your chair, and the potential severe injury of the person using the chair for unintended purposes can occur." Discussion: sunrise medical received a formal legal demand for settlement letter on march 13, 2025 from (B)(4) law in regard to an incident where an end user allegedly sustained serious injuries. The letter states that on (B)(6) 2023, the end user was using her quickie 2 wheelchair with a ki mobility cushion (which is not a sunrise medical product) when the seat cushion allegedly slipped forward suddenly while she was descending on a slight decline. This allegedly led to the end user being thrown from her wheelchair, leading to her falling and landing on her right hand. The letter states that, upon its delivery, the seat cover was not installed properly onto the wheelchair. The letter states the velcro on the wheelchair used to affix the seat cover ran parallel with the rear wheels; however, the velcro on the seat cover ran perpendicular to the wheelchair's rear wheels. The letter stated this impeded the velcro's ability to secure the cushion in place and as a result, reportedly caused the seat cushion to slide off the wheelchair easily. Following the incident, the letter states that the end user was taken to the emergency room where she was allegedly diagnosed with fractures of the proximal phalanges of both her right ring and small fingers (a cast was required). Further, the end user also alleged she suffers from chronic right elbow pain with nerve entrapment and treated these alleged injuries through therapy; however, she alleged she still experiences pain. Conclusion: in conclusion, due to the allegation of a serious injury (fractured fingers on the right hand), this MDR is being filed.

Event description:
Sunrise medical received a formal legal demand for settlement letter on march 13, 2025 from (B)(4) law in regard to an incident where an end user allegedly sustained serious injuries. The letter states that on (B)(6) 2023, the end user was using her quickie 2 wheelchair with a ki mobility cushion (which is not a sunrise medical product) when the seat cushion allegedly slipped forward suddenly while she was descending on a slight decline. This allegedly led to the end user being thrown from her wheelchair, leading to her falling and landing on her right hand. The letter states that the end user was taken to the emergency room where she was allegedly diagnosed with fractures to the proximal phalanges of both her right ring and small fingers (a cast was required).